Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital waiting for a heart transplant. There were significant tears along the silicone of the driveline and was wrapped in rescue tape. The patient was noted to have new flow values of approximately 10 liters per minute with spikes in pump power. There were no unusual data in the log files. The cause of the elevated power/flow was not identified. The patient had no symptoms but was transferred to intensive care unit for higher level monitoring in the event of a pump stop. The patient received a heart transplant.

Event description:
It was reported that the heart transplant was routine.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported event of elevations in pump power and flow. Additionally, review of the submitted photograph confirmed the reported event of damage to the driveline silicone jacket. A specific cause for the reported events could not be conclusively determined through this evaluation. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device issues that would have contributed to the reported events. The submitted log file contained data from 20feb2022 through 04mar2022, per the timestamps. Multiple elevations in pump power and estimated flow were observed between 25feb2022 and 04mar2022. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account submitted one photograph image for evaluation which captured a portion of the patient¿s external driveline. The proximal portion of driveline was wrapped with rescue tape. Damage to the silicone jacket was observed on the middle and distal portions of the driveline. No other damage to the driveline was observed. (B)(6) was returned assembled with the driveline cut approximately 4¿ from the pump housing and the remaining distal portion was not returned. The apical sewing ring was returned attached to the inlet extension with green suture present. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of adhered depositions or thrombus formations that would have contributed to the reported pump power and flow elevations observed within the submitted log file. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The driveline was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. During the investigation there was an incidental finding. Examination of outflow graft lumen revealed an adhered thrombus formation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 of the IFU, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. This section also addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook, "living with the heartmate ii", discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.